Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the tip of the scorpion needle broke off in the joint. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The typical cause for this type of event would be the use of excessive force to pass the needles through thick or hard tissue or hitting bone with the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.